Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level, value was not provided; cause was unknown. Reportedly, the customer lost consciousness. Customer was unable to provide further details of treatment. Customer was discharged with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.